Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device boot was stalled at a select boot device menu. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was outside of clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up properly. A review of the system logfile confirmed the reported malfunction. Upon functional testing the rse found that the hdd could not be recognized at the first startup, because the bios of the host starts up quickly, the bios starts up before the hdd was read once every few hundred times. To resolve the reported issue, the rse suggested the customer to select the hdd as the boot device. As per instruction by rse the customer clicked the hdd, and the system was started up normally. After this, the system returned to use in good working order. The codes were updated based on the investigation outcome.